Event description:
A report was received that the patient underwent an explant, due to loss of stimulation after a fall. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. The explanted device was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.